Event description:
It was reported that the stent was partially deployed. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified peripheral artery. A 7x150, 130 cm eluvia stent self expanding was selected for use. During the procedure, deployment of the stent was attempted but became stuck and stopped midway. The physician tapped on the stent handle and applied traction until the stent was successfully deployed. The procedure was completed with the original device. There were no patient complications as a result of this event.